Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, it was observed that a residual whitish foreign material was found inside the jet-tube. The use of products that contain silicone can cause deposits of white foreign material. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was leakage due to damage at the biopsy channel which may have prevented proper reprocessing and removal of the foreign material the event can be detected/prevented by following the instructions for use which state: IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection states detection methods. IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.